Event description:
It was reported that the lasing procedure was going well until the doctor applied a little pressure on the fiber. The doctor noticed that the energy lowered at the distal end. Then, the technician noticed that energy was emitting along the fiber at the proximal area. In addition, a piece of paper burned after melting the plastic spiral holder. The technician told the doctor to stop lasing. No injuries to patient or others.